Event description:
It was reported to philips that the customer has been having undefined issues with the device and requested calibration and preventive maintenance. There was no reported patient involvement.